Event description:
The customer reported the maxzero came loose from the phaseal and fluid leaked onto the pt's bed. Event occurred on the peds inpatient unit. No pt harm or med intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.